Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal and an infection at implant site which subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.